Event description:
In 2005, the patient underwent open surgical repair for a thoracic ruptured dissection. The patient developed a pseudoaneurysm at the proximal suture line due to infection. Two months later, an endovascular repair was performed to cover the pseudoaneurysm. Two aortic extender components were implanted and occluded the pseudoaneurysm. The pseudoaneurysm continued to grow and three months later, five additional aortic extender components were implanted to occlude the pseudoaneurysm. The patient developed endoleaks at the anastomoses. A large pseudoaneurysm was also visualized. Fourteen days later, a gore tag thoracic endoprosthesis was implanted. The completion arteriogram was performed and showed a patent graft with complete resolution of the pseudoaneurysm. Two months later, the patient died. The official cause of death was stated as infection from the initial open surgical repair.

Manufacturer narrative:
A review of the manufacturing paperwork has been requested. This event is associated with the excluder device family and has been filed under medwatch #2953161-207-00151.